Manufacturer narrative:
Device was received and evaluated at rrc (regional repair center) southend olympus (B)(4). During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. A comprehensive leakage check was completed, no leaks were evident. Technical evaluation has confirmed the customer specified fault of " blocked". A blockage is present in the air / water nozzle, which occurred during the customer¿s reprocessing. Initial inspection confirmed the blockage which appears to be a stained white material. Service repair noted that previous experience indicates this fault is typically a result of user handling. Repair history review showed the instrument was last received by olympus service on 09 september 2019, with the customer specified fault ¿leak on distal end¿. A major repair was completed to return the instrument to the original equipment manufacturers (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
As reported, the customer reported with description of "blocked". No contagious diseases. No clinical impact. The issue found during reprocessing. There is no patient harm or injury reported due to the event. Device return inspection found an unidentified blockage was found protruding from the air/water nozzle. This report is being submitted for an unidentified blockage found from the air/water nozzle of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that a piece of peripheral equipment such as injection tube or silicone rubber product entered the channel and clogged in the nozzle. Users can detect the suggested event properly by handling the device in accordance with the following IFU. "Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.